Event description:
Cut myself- vagina [vulvovaginal injury]. Inserted the product...cut myself [complication of device insertion]. Cotton fluff fell off... String shed- tampon [device breakage]. Tube uneven...felt prickly - tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampon string would shed fluff. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.